Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2017 that the customer received a critical pump error. The customers blood glucose was unknown the time. The customer noted they saw the message ¿battery error¿ on the display after damage was caused to the pump. Customer noted there was a large crack on the insulin pump case. No troubleshooting or treatment was performed. The insulin pump was not returned for analysis.